Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device fired well, but when using the circular stapler the staple line failed when testing for leaks. The staples were malformed. Sutures were used to complete the procedure. There was no patient consequence.